Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was conformed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used pre-connected catheter received with bed bag attached. Visual inspection of the sample noted the tubing easily disconnected from the catheter connector with minimal force. A potential root cause could be components out of specification. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities. A new connector with a needle free sample port has been added to this product. Instructions for use for the needle-free sampling 1. Kink the drainage tubing at a minimum of 5cm below the sampling port. 2. Wipe the surface of the port with an alcohol swab. 3. Using an aseptic technique, position the syringe (luer slip tip only) in the centre, perpendicular to the surface of the port, and then press the tip of the syringe into the sampling port. 4. Aspirate the desired volume and then remove the syringe. 5. Wipe the surface of the port with an alcohol swab. 6. Unkink the tubing and send the correctly labelled specimen to the laboratory. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the head of the foley catheter separated from the rest and it was very easily removed by the patient. The user thought there was a risk of infection at the beginning that it was a bad handling of the caregivers during the transfer of the resident. However, the customer then realized the problem when the probe was changed for the 5th time, at the beginning of(B)(6) . Customer stated that the last incident was on (B)(6) and (B)(6) . It was reported that they opened a first set to control it and nothing abnormal then after few days in front of a new detachment of the probe and the pocket. The user opened another set and they realized that it was enough just to pull very lightly to separate the different parts. Per follow up via ibc on 16aug2021, the inside part was fine and stated it was the seam between the probe in the pocket and the one in the bladder which did not fit on some kits. When user tried to connect it, one kit no problem and another just pulling a little bit and it came apart. The user felt the fishing spot around it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the head of the foley catheter separated from the rest and it was very easily removed by the patient. The user thought there was a risk of infection at the beginning that it was a bad handling of the caregivers during the transfer of the resident. However, the customer then realized the problem when the probe was changed for the 5th time, at the beginning of june. Customer stated that the last incident was on june 22 and 29. It was reported that they opened a first set to control it and nothing abnormal then after few days in front of a new detachment of the probe and the pocket. The user opened another set and they realized that it was enough just to pull very lightly to separate the different parts.